Manufacturer narrative:
Image review: procedural images provided confirm the presence of a tight moderately calcified lesion in the mid lad. The lesion was pre-dilated and this was followed with the successful deployment of an unidentified stent in the vessel followed by additional ballooning in the vessel. The final result showed good flow throughout the vessel. No images were provide showing the unsuccessful delivery and removal of a stent, without deployment. Therefore the images of the reported event were not present in the images provided. It appears most likely that the lesion morphology impacted on the successful delivery and the damage that was observed on the resolute integrity stent. Device evaluation summary: the stent was positioned correctly at the proximal markerband. The mid to distal stent struts were stretched, resulting in the stent not being positioned correctly at the distal markerband. Deformation was evident from the 4th to 11th distal stent wraps with struts stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified lesion exhibiting 98% stenosis in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent was difficult to position. It was stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy or procedural related. The patient is alive with no injury. The device returned for evaluation with deformation to the stent.